Manufacturer narrative:
Upon review the unknown IV administration set cannot be located because there is no information provided about this device. This MDR will be reopened and updated in the event the product involved or additional information becomes available.

Event description:
On 01/15/2024, infutronix received a report that an IV administration set had a leakage and filter issues during infusion, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Request the IV administration set to be returned.